Event description:
It was reported that during the stent procedure, when advancing the stent delivery system (sds) to the proximal rca, there was resistance encountered in the mid rca. After that a dissection was noted in the mid rca and another stent was used to treat the dissection.